Manufacturer narrative:
Medical device expiration date: na a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd lsr ii/pc data acquisition system the waste line was leaking outside of instrument. The following information was provided by the initial reporter: the customer reports that the sip is backdripping. He tried flushing the dcm tubing, but that did not correct the problem. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? Na. List of parts shipped (include foc): na. RMA required? Na. Was there a fluidic leak or spill? Yes *note: there was no spray or aerosol generated. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Sheath & possibly sample from the previous tube. What is the source of leak/spill? (Waste or non-waste line) waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no.

Manufacturer narrative:
H6: investigation summary : the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of the sip leaking waste without bleach and not contained within the instrument was due to a clogged dcm (droplet containment module) tubing line. This tubing line is used to help aspirate waste to the waste tank, but any clogs, cracks or air leaks will contribute to a sip leak. The fse (field service engineer) confirmed the issue and cleared the clog in the tubing. After the repair of the lsr ii instrument was tested and was performing normally, with no leak flowing from the sip. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured as they used gloves and safety protection to clean up the leak. User¿s should wear proper ppe (personal protective equipment) especially handling biological waste, as cautioned in the user guide; bd lsrfortessa cell analyzer user¿s guide, #23-11093-00. Based on the investigation results the root cause was due to a clogged dcm tubing line. H3 other text : see h.10.

Event description:
It was reported that during use with a bd lsr ii/pc data acquisition system the waste line was leaking outside of instrument. The following information was provided by the initial reporter: the customer reports that the sip is back dripping. He tried flushing the dcm tubing, but that did not correct the problem. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? Na. List of parts shipped (include foc): na. RMA required? Na. Was there a fluidic leak or spill? Yes *note: there was no spray or aerosol generated. 1. Was the leak/spill contained within the instrument? No. 2. Was the leak/spill in a customer accessible location? Yes. 3. What was the fluid that leaked/spilled? Sheath & possibly sample from the previous tube. 4. What is the source of leak/spill? (Waste or non-waste line) waste. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak? No.